Event description:
This companion 2 driver was not in use by a pt. The customer reported that the companion 2 driver turned on when placed into the syncardia hospital cart while the key was in the off position. The customer also reported that when the key was turned to the on position, the driver shut down. This alleged failure mode poses a low risk to the pt, because the issue was observed when the companion 2 driver was not supporting a pt. In addition, it would not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.